Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID: 3889-28, lot# v008904, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported the patient turned off her stimulation two months prior to report for abdominal surgery because of kidney stones. The patient had her device checked a year prior to report and was told ¿a couple of the leads were bad and her implantable neurostimulator (ins) would die soon.¿